Event description:
The ge oec 9600 fluoroscopy system had the cross-arm brake not functioning. Cross-arm brake does not work.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a broken cross-arm lock that was removed and replaced. The sys was tested, found to operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.